Event description:
It was reported that the patient received an inappropriate shock from this implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af). The patient was hospitalized. No additional adverse patient effects were reported. The device was reprogrammed and remains in service.